Event description:
On 18 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. User was advised to re-link the sensor. It was confirmed in dms the sensor re-link on (B)(6) 2025 at 10:05 am. As per notes, the user was advised to complete the initialization phase. The user was advised to continue using the system, calibrating as requested when glucose is stable, if possible. No further investigation was required for this complaint.